Event description:
It was reported that an asymptomatic patient presented in the operating room for device upgrade, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.